Event description:
It was reported that: "distal tip of turnpike spiral 135cm catheter detached from the catheter shaft and lodged in calcium lesion of patient's rca. Tip could not be retrieved by physician, dr. (B)(6), and the broken off tip was trapped against vessel wall with a stent. Turnpike spiral was used with a 6f r4 guide and over a 300cm wire. Patient was discharged, stable per nurse; no calls or ER visits post procedure and follow-up with dr in office is pending."

Manufacturer narrative:
(B)(4). The customer report of catheter tip damage was able to be confirmed through investigation of the returned sample. The customer returned one turnpike spiral and lidstock for evaluation. Visual analysis confirmed that the distal tip of the catheter had become separated. Significant damage was observed on the remaining portion of the catheter tip. Signs of use were observed. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user "never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury." Additionally, "do not rotate the catheter more than two (2) consecutive 360 rotations in either direction if the distal tip becomes lodged and is not also rotating, as it may result in separation of the catheter, damage to the catheter, or vessel injury.". Based on the customer report and the returned sample, unintentional user error likely caused or contributed to the event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "distal tip of turnpike spiral 135cm catheter detached from the catheter shaft and lodged in calcium lesion of patient's rca. Tip could not be retrieved by physician, dr. (B)(6), and the broken off tip was trapped against vessel wall with a stent. Turnpike spiral was used with a 6f r4 guide and over a 300cm wire. Patient was discharged, stable per nurse; no calls or ER visits post procedure and follow-up with dr in office is pending."

Manufacturer narrative:
(B)(4).